Event description:
Intra aortic balloon leaked blood in catheter membrane immediately clamped, md notified. Balloon removed. The iab was received for evaluation with the membrane completely unfolded. Blood was visible on the exterior and within the entire device. The results from the membrane leak test showed a smooth edged penetration measuring .025" in diameter, located in the proximal section of the membrane, approximately 9.10" from the distal tip. The penetration was accompanied by a whitish abrasion patch measuring .500" in length. The microscopic appearance of the penetration and of the abraded area is typical of those caused by repeated contact with calcified plaque during the intra-aortic balloon pumping. Also accompanying both sides of the penetration leak site were rigid parallel fatigue lines. Fatigue failure is typically produced when the iab is subjected to non-linear or bi-axial folding. Fatigue can be described as a tendency of a material to break under repeated stress.